Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Visual examination conducted on the catheter did not show any obvious defect, material degradation or other abnormalities. All the catheter's components appeared to be intact and in good condition. Complainant has reported that "noted no fluid output" and this relates to non-drainage defect. Blockage or non-drainage may occur due to various reasons such as no or poor drainage eye, blockage at the drainage lumen or the eye slug. Complaint sample was subjected to drainage flow check via introducing distilled water into the drainage funnel using a filled syringe was not successful. Another attempt to insert air via an empty syringe was not possible as there was a high resistance felt. The whole catheter was then carefully inspected by inches from funnel to atheter tip. Closer examination at the distal end of the catheter showed an obstruction of the drainage lumen. When a size 6 stylet was introduced into drainage lune from funnel entrance, it stopped at the area close to the drainage eyes, as shown in picture 1. Further review on lumen near the drainage eye revealed there is a glue blocking the lumen. Such occurrence of silicone glue inside drainage lumen is very unlikely to happen. We will further investigate this problem through nonconformance investigation and report number nc s-0052/19. Based on the investigation conducted, there was blockage inside the drainage lumen, preventing product to function as intended. Therefore , this complaint is confirmed. Further investigation will be conduct through non-compliant report nc s-0052/19.

Event description:
It was reported that the catheter was inserted in the theatre using opti lube, inflated with 2ml of sterile water. There was no noted fluid output after surgery. The catheter was checked, no output, the catheter was removed and checked and appeared that drainage holes were not patent. A replacement catheter was inserted, fluid output noted, patient comfortable.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was inserted in the theatre using opti lube, inflated with 2ml of sterile water. There was no noted fluid output after surgery. The catheter was checked, no output, the catheter was removed and checked and appeared that drainage holes were not patent. A replacement catheter was inserted, fluid output noted, patient comfortable.